Event description:
Info received indicates the brake casters continue to swivel when in the brake position, but the caster wheels do not roll.

Manufacturer narrative:
The technician replaced the casters to repair the stretcher.